Event description:
The patient was implanted with a vascular access graft in a loop configuration in the left forearm. The physician reported to the distributor that the graft was removed from the patient after the occurence of a false aneurysm and infection. The graft had been implanted for an estimated period of 3.5 years.

Manufacturer narrative:
The device was returned to the manufacturer, and is currently being analyzed. No further information is available at this time. A supplemental report will be submitted when the device analysis is completed.